Event description:
Complainant alleged that while performing a routine shift check of the device, a nurse (age unknown) received an unintended delivery of energy. The device was placed on a tall crash cart, and the nurse had to reach up to perform the defibrillation test. The nurse discharged the device paddles with their index fingers, when they received the shock, which knocked them across the room. The nurse received a burn across their palm and thumb, and there was a corresponding burn area on the cover of the device. The complainant indicated that the nurse was touching one of the paddle shoe's conductive surface causing the shock to occur, and resulting in the burn to one of their hands. The complainant indicated that the burn was treated in the facility's emergency room, and that it is healing nicely. The nurse has not suffered any lingering after effects from the event. The complainant indicated that there was no pt involvement in the reported malfunction. The complainant indicated that the device is not returning to zoll for evaluation. The device passed all biomed testing and has been returned to service. The facility's zoll sales representative has scheduled an inservicing of the hospital's staff in an effort to minimize future events of this nature. Please reference page 40 of the pd1200 operator's guide, which warns the user of the proper hand/thumb placement when performing the defibrillation test on the device.